Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the outside of the box of reloads showed product code gst60b but the internal contents were twelve eaches of product code gst60g. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Batch # unk. The analysis results found that the box from a gst60b was returned for analysis. Upon visual inspection of the box, twelve devices from a gst60g were found inside (lot: p4t29w). Upon investigation of the packaging records, it was determined that the most probable cause was that this issue was caused externally after distribution of the product from the logistics center . The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Manufacturer narrative:
Product complaint # (B)(6). Device available for evaluation?: device received.